Event description:
It was reported that during use with bd micro-fine¿ pro pen needles 32g x 4mm the medication didn't flow during priming. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the drug solution did not come out during priming.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that during use with bd micro-fine¿ pro pen needles 32g x 4mm the medication didn't flow during priming. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the drug solution did not come out during priming..